Event description:
The reporter contacted animas on (B)(6) 2013 indicating that the patient experienced a low blood glucose of 42 mg/dl with disorientation. The reporter stated that the pump¿s temporary basal rates were not working appropriately related to the event. The reporter stated that the pump was set for 3 temporary basal rates for +10-20 % however, when the pump was reviewed the basal rates were showing +200 %. The reporter indicated that the patient¿s blood glucose began to fall after the temp basal rate and the patient was treated with juice, glucose tabs, and glucose gel and the blood glucose returned to normal range. This report is made based on the allegation that the patient experienced hypoglycemia related to an alleged temporary basal rate issue which was not resolved with troubleshooting.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/02/2013 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. The pump was exercised for 24 hours and correctly delivered 24 units; a temporary increased basal rate was set at 100 % for one hour and the pump correctly resumed normal basal rates after one hour. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No increases or decreases in the pump temporary basal or normal basal rates was observed during testing. No delivery related defects were found during testing.